Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) osseotiteâ® tapered certainâ® implant 4 x 13mm (xifnt413) & one (1) unknown abutment were returned for investigation. Visual evaluation of the as returned product identified the abutment was modified for removal of patients mouth, due to damage drive feature. Malfunction. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was moderate bone density (type ii). The reported device was located on tooth # 14 (universal) and was used for approximately 6 months, and 17 days. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2019060235). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR and complaint history reviews could not be performed since the lot number associated to the unknown abutment was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Complaint history review was performed for the reported lot number (2019060235) for similar events and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: xifnt413, osseotite® tapered certain® implant 4 x 13mm, lot# 2019060235. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the healing collar (abutment) at tooth site #14 stripped and could not be removed from the implant. It was all removed.